Manufacturer narrative:
A complaint was received on 1/6/2023 reporting hair in paper towel. The sample was returned to deroyal for evaluation and only the lot number was provided to o&m halyard, inc. A supplier corrective action request (scar) was issued to the paper towel supplier o&m halyard, inc. The true root cause was unable to be determined by the supplier o&m halyard, inc. A review of the device history record was performed and confirmed that the lot was manufactured according to specifications. The following corrective and preventive actions have been taken by drape supplier o&m halyard, inc. Perform mid-year annually quality reinforcement on ja-08365 for good manufacturing practices. Notification of this reported incident was sent to the manufacturing area to bring awareness of the issue reported. Complaint data is continuously monitored to identify upward trends associated with the reported incident. Production records were reviewed, and no issues were found. An inventory check of the paper towel was made by deroyal, a total of (B)(4) of the 1180883 were inspected, and no discrepancies were identified during the inspection. This investigation is complete at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Manufacturer narrative:
A complaint was received on 1/6/2023 reporting hair in paper towel. A supplier corrective action request (scar) was issued to the paper towel supplier (B)(4). The sample has not been returned to deroyal for evaluation at this time. This investigation is ongoing at this time. No further information is available at this time. We will provide follow-up report if additional information becomes available.

Event description:
Hair in paper towel.